Event description:
The patient was reportedly experiencing static and overly loud stimulation. Previous testing showed that the patient's device was functioning. External equipment was exchanged and programming adjustments were made; however, it did not resolve the issue. Surgery to explant the patient's device will be scheduled.